Event description:
It was reported that during routine follow up the ventricular lead impedance was variable but within normal range and oversensing was observed. It was also reported that a patient alert triggered for high ventricular lead impedance on more than one occasion. It was further reported that pocket manipulation of the lead and device could not reproduce noise. When the pocket was opened and the device header was manipulated, the noise was reproduced. The lead was found to be operating normally. The physician decided to implant a new device. The ventricular lead remains in use. It was later reported that there were a high short interval counts (sic) and a number of fast supra ventricular tachycardia/non-sustained tachycardia (svt/nst) of short duration. Lead trend also showed varying high right ventricular (rv) pacing lead impedance since implant. No patient complications have been reported as a result of this event.

Event description:
It was reported that during routine follow up, the ventricular lead impedance was variable but within normal range and oversensing was observed. It was also reported that a patient alert triggered for high ventricular lead impedance on more than one occasion. It was further reported that pocket manipulation of the lead and device could not reproduce noise. When the pocket was opened and the device header was manipulated, the noise was reproduced. The lead was found to be operating normally. The physician decided to implant a new device. The ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The d364vrm model number is not approved for distribution in the united states, however, it is same/similar to devices marketed in the u.s. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found. (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the lead and have analyzed the data. Impedance - high resistance/impedance: patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2011. Weekly pace lead impedance trend data shows an abrupt increase for min and max ventricular pace bi impedance= 532 to 4047 ohms peak between (B)(6) 2011. Sensing - interference/noise: ventricular short interval count v-sic=21.6 counts avg/day, in 2.78 days, between (B)(6) 2011. Lead integrity alert triggered: patient alert for lead failure predictor on (B)(6) 2011.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The (B)(4) model number is not approved for distribution in the united states, however, it is same/similar to devices marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the lead and have analyzed the data. Impedance - high resistance/impedance: 6 - patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2011. Weekly pace lead impedance trend data shows an abrupt increase for min and max ventricular pace bi impedance= 532 to 4047 ohms peak between (B)(6) 2011. Sensing - interference/noise: ventricular short interval count v-sic=21.6 counts avg/day, in 2.78 days, between (B)(6) 2011. Lead integrity alert triggered: 1 - patient alert for lead failure predictor on (B)(6) 2011.